Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent altered sensations, which were described as "mild shock" or "pins and needles" up the right side of the body moving quickly from foot to head. The episodes lasted only a few seconds and were sometimes accompanied by a metallic taste. The metallic  taste was also sometimes present at the end of a charging session when the recharger was removed from the chest. It was noted the patient used sticky patches to recharge. The episodes first began about 2 years prior to this report, which was about 2 years from implant too. The episodes occurred multiple times per week some weeks, and other weeks there were no episodes. There was high impedance on contact 7 on the right side: monopolar 6157 ohms and bipolar contacts 4/7, 5/7 and 6/7 between 7000 and 8100 ohms. Contact 7 was not used in programming. The patient's neurologist had tried different settings without apparent resolution. Revision was being considered. The patient was implanted for parkinson's disease.